Manufacturer narrative:
G1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a no disposable pump will not run' alarm. The patient was unable to silence the alarm so the batteries were removed twice. Once replaced, the alarm returned immediately and the patient was unable to remove the cassette. Per the reporter, there were not clamps or kinks in the tubing. The patient was due to have the pump removed in a couple hours so the pump was turned off. Per the reporter, there were no patient adverse effects.